Event description:
It was reported by service report that the foot litter stuck up high and bent, and the foot prop rod was bent and jammed into the foot liter top with possible sharp edges exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: foot litter stuck up high and bent. Foot prop rod was bent and jammed into the foot liter top with possible sharp edges exposed.